Manufacturer narrative:
Intuitive surgical inc. (Isi) did receive a da vinci product involved with this complaint; however, evaluation/investigation has not been completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, prior to anesthesia administration and prior to ports placement, the monopolar curved scissors (mcs) instrument conductor wire was damaged. The mcs instrument was not used on the patient. The procedure was completed as planned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the medical engineer and obtained the following additional information: the black conductor wire was damaged. There was no loss of cautery. No fragment fell into patient. The procedure was completed with a backup instrument. Isi received the monopolar curved scissors instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was analyzed and found to have a frayed grip cable at the idler pulleys. Some bundles of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.

Event description:
Refer to h10/h11 for follow-up information.